Event description:
On 21 april 2022, senseonics was made aware of an incident where user reported that the insertion site was infected due to insertion.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Development of infection at insertion site is a known and anticipated potential adverse effect, which does not require additional investigation per (B)(4). Sensor was removed because of infection and antibiotics was prescribed to treat it. Sensor was removed because of infection and antibiotics (keflex 500 mg) was prescribed by the hcp. H6. Investigation conclusions updated to 22.